Event description:
Boston scientific received information that this right ventricular lead exhibited high pace impedance of > 2000 ohms and tripped the lead safety switch. Noise has been seen since the lss. The rv lead was programmed to sense in bipolar and pace in unipolar as those programmed parameters provided the best measurements. The lead remains in service. There were no adverse patient effects reported. This investigation is ongoing.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.